Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and defib charge testing without duplicating the report. An internal inspection found the battery lug nuts were not tightened. The battery lug nuts were recalibrated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.